Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 336 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed the test. No unexpected vibration anomaly noted. The unit was received with cracked case at display window corners, reservoir tube and reservoir tube window, minor scratched display window, shifted end cap sticker, broken battery tube threads.